Manufacturer narrative:
The investigation determined that a higher than expected amon result was obtained from a calibrator fluid processed using vitros amon microslides on a vitros 350 chemistry system. The assignable cause of the event was determined to be an instrument issue. A within-run amon precision test outside of ortho precision guidelines. The ortho field engineer performed service actions to the vitros system and the post service precision testing performed was acceptable indicating the vitros 350 chemistry system was performing as intended. The cause of the unexpected instrument performance is likely due to microslide incubator contamination.

Event description:
The customer observed a higher than expected ammonia result (amon = 120.9 versus expected 99.4 umol/l) from a vitros calibrator fluid processed using vitros amon microslides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).